Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure successfully occluded. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic area") in a 35-year-old female patient who had essure (ess205) (batch no. 623319-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy and multiparous. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, submucous leiomyoma of uterus and right lower quadrant pain. Concomitant products included drospirenone w/ethinylestradiol (yaz). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2008, 1 year 5 months after insertion of essure (ess205), the patient experienced vaginal infection ("infections/ infection (vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), right s ultrasound pelvis - on (B)(6) 2016: uterine fibroids again noted on (B)(6) 2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. On (B)(6) 2007, hysterosalpingogram revealed unilateral occlusion (left tube occluded), right side open. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (ess205) (batch no. 623319-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2007. The patient's medical history included tonsillectomy and multiparous. * on (B)(6) 2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, submucous leiomyoma of uterus and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infections/ infection (vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation and total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, menstrual disorder, vaginal infection, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Discrepancy noted regarding essure removal as in last follow up surgery is performed to removed essure but in current follow up she is not planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: unilateral occlusion (left tube occluded), right s. Ultrasound pelvis - on (B)(6) 2016: results: uterine fibroids again noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received- new event failure to occlude (close) fallopian tube(s) was added. Event menorrhagia was marked with ablation. Concomitant drug were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic area") in a 35-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy and multiparous. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, uterine leiomyoma and right lower quadrant pain. Concomitant products included drospirenone w/ethinylestradiol (yaz). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2008, 1 year 5 months after insertion of essure (ess205), the patient experienced vaginal infection ("infections/ infection (vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded), right s ultrasound pelvis - on (B)(6) 2016: uterine fibroids again noted on (B)(6) 2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. On (B)(6) 2007, hysterosalpingogram revealed unilateral occlusion (left tube occluded), right side open. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, vaginal discharge, abdominal pain. Preferred term of event infection was updated from infection to vaginal infection. Concomitant diseases, concomitant drug, historical condition and lab data were added. Outcome of event pain was updated to recovering/ resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain/ pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (ess205) (batch no. 623319-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6)2007. The patient's medical history included tonsillectomy and multiparous. * on (B)(6)2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, submucous leiomyoma of uterus and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), terbinafine and tramadol. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6)2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2008, the patient experienced vaginal infection ("infections/ infection (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation and total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain was resolving and the menstrual disorder, vaginal infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Discrepancy noted regarding essure removal as in last follow up surgery is performed to removed essure but in current follow up she is not planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: unilateral occlusion (left tube occluded), right s. Ultrasound pelvis - on (B)(6)2016: results: uterine fibroids again noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received- outcome of menorrhagia, vaginal haemorrhage updated to recovering / resolving. Concomitant drugs were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2007. The patient's medical history included tonsillectomy and multiparous. On (B)(6) 2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, submucous leiomyoma of uterus and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), terbinafine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("infections/ infection (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation and total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on(B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain was resolving and the menstrual disorder, vaginal infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Discrepancy noted regarding essure removal as in last follow up surgery is performed to removed essure but in current follow up she is not planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: unilateral occlusion (left tube occluded), right s. Ultrasound pelvis - on (B)(6) 2016: results: uterine fibroids again noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Lot number: 623319, manufacture date:2007-02, expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2007. The patient's medical history included tonsillectomy and multiparous. On (B)(6) -2016, surgical pathology report revealed cervix with squamous metaplasia and chronic cervicitis, proliferative endometrium and status post ablation, leiomyomata. Previously administered products included for an unreported indication: morphine. Past adverse reactions to the above products included hypersensitivity with morphine. Concurrent conditions included uterine bleeding, chills, submucous leiomyoma of uterus and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), terbinafine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("infections/ infection (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), urinary tract infection ("urinary problem -urinary tract infection") and cystitis ("bladder problem - bladder infection"). The patient was treated with surgery (ablation and total hysterectomy with a right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage, urinary tract infection and cystitis had resolved, the menorrhagia and abdominal pain was resolving and the menstrual disorder, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent novasure endometrial ablation in 2007. Discrepancy noted regarding essure removal as in last follow up surgery is performed to removed essure but in current follow up she is not planning for essure removal she had been treated for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: unilateral occlusion (left tube occluded), right s. Ultrasound pelvis - on (B)(6) 2016: results: uterine fibroids again noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Lot number: 623319 manufacture date:2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.